Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam could not be confirmed based on the component not returned. The reported deployment issue was not tested also based on device condition of missing components. The dislodgment of the stent was confirmed with additional damage to the struts (broken, flared and bent). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the thumbwheel to jam; however, this could not be confirmed. The reported stent dislodgement from the delivery system likely occurred as the delivery system was removed with the stent inside the introducer sheath causing stent damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the subclavian artery. A 7x40mm absolute pro self-expanding stent system (sess) failed to deploy because the thumbwheel did not turn. When removing the sess the stent deployed in the introducer sheath. The stent and sheath were simply withdrawn. The procedure was successfully completed with an unspecified drug eluting balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.